Event description:
The patient reportedly experienced pain and overly loud sensations with the use of his device. Testing indicated that the device was functioning. A decision to explant the patient's device is under evaluation.